Manufacturer narrative:
Imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
Note: this report pertains to second of three devices used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the handle was difficult to actuate and thus the clip failed to release from the catheter. They pushed the handle up and down until the clip was released from the patient's mucosa. The procedure was completed with another clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "clip failure to release from catheter" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
Note: this report pertains to second of three devices used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6), 2026. During the procedure, the handle was difficult to actuate and thus the clip failed to release from the catheter. They pushed the handle up and down until the clip was released from the patient's mucosa. The procedure was completed with another clip. There were no patient complications reported as a result of this event.